Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited loss of capture on non boston scientific right ventricular (rv) lead and left ventricular (lv), and high capture right ventricular (rv) lead thresholds due to an unknown reason. This crt-p system in service. No adverse patient effects were reported.